Manufacturer narrative:
The insulin pump was received with high idle current due to faulty capacitor noted; also found moisture damage on the lcd board noted. No unexpected blank display anomalies noted during our testing. The insulin passed displacement, rewind, basic occlusion, prime/a33, occlusion, excessive no delivery and off no power tests. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call inidcating tha the insulin pump had a blank display. Customer's blood glucose was 211 mg/dl. The customer was advised to insert new aaa alkaline battery. Customer stated the display didn't return. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.